Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Device passed the displacement test and self test. Device received with high sleep current measurement due to moisture on electronics. No unexpected blank display anomaly noted. All buttons functioning properly. No damage in the keypad assembly noted. Device received with cracked retainer, cracked battery tube threads, fading serial number label and cracked case at battery tube side.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the customer went to pool with insulin pump and when they went out the screen was black and put a brand new battery the screen turns on with a graph but the buttons of insulin pump were unresponsive and then the screen went black again. The customer¿s blood glucose level was 168 mg/dl. The customer was assisted with troubleshooting. Customer was called back with blank display after receiving new battery cap. Customer stated that the display was blank less than 30 seconds and did not returned. Customer stated that the display was blank currently. Customer stated that they removed the battery and stated the insert battery alarm did not display on the insulin pump screen. Customer stated that the contact on the battery cap was neither missing nor damage. Customer stated that the battery compartment was neither damaged nor corroded. Customer stated that the spring was neither damaged nor corroded. Customer stated that the display did not return after insulin pump restart. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.